Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged receiving a result of 88 mg/dl while feeling shaky and weak. Reporter stated that his wife treated him with a cookie, candy, and milk as he could not get it for himself. Reporter stated that he still felt bad, so his wife took him to the hospital while a 66 mg/dl was obtained on their system. At the hospital, he was given a glucose pill and something to eat. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.